Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tube pushes off non patient end of needle during draw with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle is easy to pop out and not easy to draw blood. Immediately replace the new blood collection tube and re-extract blood.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the tube pushes off non patient end of needle during draw with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: the needle is easy to pop out and not easy to draw blood. Immediately replace the new blood collection tube and re-extract blood.